Event description:
It was reported that during a drug-eluting stenting treatment procedure, the balloon detached from the stent delivery system (sds). The 80% stenosed and severely tortuous target lesion was located in the right coronary artery (rca). The 24x3.50mm taxus liberte drug-eluting stent (des) was successfully deployed in the target lesion. When the physician attempted to withdraw the sds, resistance was felt. The balloon was stuck to the stent. When the physician exerted more force, the balloon dislodged from the shaft and got stuck in the patient's artery. The shaft was ripped at the site of the monorail port. The physician upsized the guide catheter from a 6fr to an 8fr with several unsuccessful attempts at snaring it. The patient experienced chest pain and began to faint; they were rushed to another hospital for open heart surgery and balloon removal was successful. It was reported that â¿¿the patient livedâ and their current condition is listed as "stable".

Manufacturer narrative:
Product analysis could not verify the balloon detached as stated in the complaint. The delivery device with the balloon in a deflated state was received and a polymer shaft separation and elongation were observed. The catheter also exhibited dried blood in the lumen and balloon. The catheter exhibited a polymer shaft separation located 6 centimeters distally from the mid shaft bond site. Visual and microscopic examination of the material surrounding the separation and the elongation did not reveal any inherent material deficiencies that would have contributed to the damage. It appears that catheter was subjected to shaft tensile forces exceeding the shaft tensile specification. The manufacturing records for this batch reviewed no issues or discrepancies. This records review confirms that the device met all material, assembly, and performance specifications.